Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.2 centimeters in size and located in the right middle lobe lateral segment 16 millimeters away from the pleura. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesion. Biopsy tools utilized under c-arm fluoroscopy included a 21g flexision needle, third-party forceps, and a bronchoalveolar lavage was also performed. The procedure was completed as planned with no delays. Upon waking from general anesthesia, the patient experienced shortness of breath, and a chest x-ray was performed. A small pneumothorax was identified, and a chest tube was placed to resolve it. The patient was admitted for 2 days, then the chest tube was removed, and the patient was discharged home. The physician believes that the cause of the pneumothorax was related to the patient's underlying severe emphysema. The physician believes that the ion neither caused nor contributed to the pneumothorax; it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. .